Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a radical nephrectomy, the two subject devices were used. In the procedure, the first device was damaged. The user exchanged the first device for the second device. The short circuit error occurred since the tissue pad of the second device was worn out. The intended procedure was completed with another device. There was no patient injury reported. This is the second one of two reports. This is the report regarding the severely worn tissue pad.

Manufacturer narrative:
This is a supplemental report to provide additional information and to correct the lot in d4. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was not severely worn. The tissue pad of the subject device was worn and partially torn but there was no missing part. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue in seal & cut mode (including after the tissue already cut). The above device handling has warned in the instruction manual as follows; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.